Event description:
It was reported that multiple error codes were occurring during the breast biopsy, l3-017 & l3-007. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and during testing found the green cable was causing the unit to have error l3-017 intermittently per the complaint. To correct the customer complaint, the site replaced the green cable. During testing, it was also found that the top and bottom frame were broken, and to correct this issue, the site replaced the top and bottom frame. A bent port shaft and coil pin was causing the rear rotation knob to be wobbly and the analysis site replaced the port shaft and coil pin to correct the issue. The e-clip was damaged during disassembly and was replaced. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.